Event description:
The patient presented having experienced dizziness. An interrogation revealed in episodes of noise resulting in oversensing and pacing inhibition were noted on the right ventricular (rv) lead. Additionally, loss of capture occurred. An x-ray was performed and no anomalies were observed. No intervention was performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of oversensing noise and loss of capture were confirmed. As received, a complete lead was returned in two pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the patient anatomy.

Event description:
Additional information was received that the lead was explanted and replaced to resolve the event. The patient was in stable condition.